Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 7 months. Manufacturer's investigation: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted due to bright red blood in the stool. The patient had a positive occult stool sample. Anticoagulants were withheld and the patient received 3 units of packed red blood cells (prbc's). The patient was discharged with no more reports of melena. On (B)(6) 2019, the patient had a stable hemoglobin and hematocrit . Additional information was requested but not provided.